Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided . Fax number and last/given name unknown / not provided. Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the customer placed an implant in site location #18 but was not able to place any type of abutment on the implant. The implant was removed the same day and replaced with a different implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4110 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified damaged implant platform. The mount/screw was able to thread into the implant as normal. However, seating was not normal since the platform was damaged. Functional testing revealed that the drive feature works as intended. No malfunction was noticed that would contribute to that event. Functional testing to recreate the reported event (damaged implant platform) verified seating was not normal. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (1250081). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1250081) for similar events and no other complaint was identified. Functional testing revealed that the drive feature works as intended. No malfunction was noticed that would contribute to that event. Functional testing to recreate the reported event (damaged implant platform) verified seating was not normal. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are improper techniques used in poor quality bone leads to movement of implant, and excessive torque on implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.